Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]; permanent profound personal injuries, other injuries [injury]; excess zinc [blood zinc increased], copper depletion [blood copper decreased]. An attorney reported that their female client, now age (B)(6) years, used fixodent denture adhesive, version unk cream beginning 1970 through 2010 and reported the following: profound and permanent neurological issues, permanent profound personal injuries, other injuries, excess zinc, copper depletion. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer. No further information was provided.